Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Surgeon was taping in the pin into the tibial resection guide, and he noticed it was bent. Another identical device was immediately available for use, and there no medical intervention or delay and case completed as originally planned.